Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation; however, upon the third to fourth inflation at 6 to 8 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a 6mm longitudinal tear starting 2mm from the proximal balloon weld. The tip is damaged. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel below the knee. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation; however, upon the third to fourth inflation at 6 to 8 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.